Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) will turn on, but it immediately shuts off. The caller was advised that the epg is no longer in service, and they should replace the unit. No patient complications have been reported as a result of this event.